Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that small holes were found during use with bd nexiva¿ closed IV catheter systems. The following information was provided by the initial reporter, "we have had 3 IV¿s that have a small hole in them necessitating us to remove the IV and poke again. I got rid of the first 2 as I wasn¿t too concerned, I have the third one from today." 3 of 3 complaints. Occurrence date (B)(6) 2019.

Manufacturer narrative:
It was reported that there were small holes in 3 ivs. A complaint history check was performed, and this is the 3rd related complaint reported with the defect/condition of catheter defective / damaged with lot #9087803 regarding item #383511. Received a nexiva 24ga catheter-adapter extension set assembly with a connector attached to the straight adapter. Provide results, any testing performed, and other relevant information: visual evaluation: traces of blood were observed on the catheter tubing and on the extension tubing. The pinch clamp was fully engaged. The straight adapter revealed damage (pinch) on the outer surface of the plastic, the damage transposed (indented) into the insides of the adapter. No physical-mechanical damage was observed on any the catheter tubing water-leak test (qcge-011): no leakage occurred during the performance of the test. Based on the leak test, peura review and a feedback from the manufacturing engineer, the deformity of the luer adapter can be caused by misaligned grippers while handling the part on zone 7. No damage to catheter was detected, so aa code will be reported as adapter/connector defective/damaged. The damage observed on the adapter was most likely caused by the manufacturing process. The returned unit, however, did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory. No leakage was observed; therefore the complaint was not confirmed. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that small holes were found during use with bd nexiva¿ closed IV catheter systems. The following information was provided by the initial reporter, "we have had ~ 3 IV¿s that have a small hole in them necessitating us to remove the IV and poke again. I got rid of the first 2 as I wasn¿t too concerned, I have the third one from today."